Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient felt weakness and their heart rate was in the 120 bpm range when they arrived at the emergency room. A transmission observed the implantable pulse generator (ipg) device had mode switch programmed on, but the device did not mode switch even when upper rate criteria was met. The device remains in use. It was also noted that the right atrial (ra) lead exhibited undersensing. Sensitivity was reprogrammed to a lower setting. The lead remains in use. No patient complications have been reported as a result of this event.